Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. The pre-cleaning and manual cleaning detergent is anios. The customer aspirates water through the instrument/suction channel and flushes out the air/water, auxiliary channels and forceps elevator wire channel. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port and distal end/areas around elevator using neo cleaning brush. The customer uses automated endoscopic reprocessor (aer), with detergent cln, disinfectant peracetic acid (paa).the aer was cultured, however, the results were not provided. The endoscope was stored in a surestore cabinet. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The device was returned. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming units (cfu) per endoscope of revivable microorganism. The obtained results comply with the requirements. The suspect device has been returned to olympus for evaluation and the investigation is in progress. The physical device evaluation has not yet been completed; therefore,the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, microbiological control was performed at device reception before use as part of annual inspection. The evis exera lll gastrovideoscope tested positive for microbial contamination. The hygiene microbiological investigation report from the customer indicated that all channels of the scope were cultured. The channels tested positive for 100 colony forming units (cfu) of staphylococcus epidermidis. The subject device was reprocessed according to the manufacturer specifications. The user did not report any contamination or any other serious deterioration in the state of health of any person,to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for additional information received based on device evaluation. The device was returned. The insulation of the distal end cover was less than the threshold value. The bending section cover had white clouded area. The angulation in the up/down direction was less than the threshold value. The biopsy channel had wear and tear. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.